Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was damaged during the explant procedure and discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.